Manufacturer narrative:
Further review found that this issue was isolated to system that is not used clinically, there was no risk to a patient or user, and should not have been considered a reportable event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative reported that rebooting the system resolved the issue and the monitor was working fine. System functioning as designed. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the main case of the navigation system became unresponsive and would not indicate any user input when physical buttons were pressed. There was no patient present at the time of the issue.